Event description:
During an in clinic follow up the day following initial implantation, a dislodgement of the right atrial (ra) lead was noted. During the ra lead revision procedure to reposition, blood was noted on the stylet. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and blood on the stylet. The reported event of blood on the stylet was confirmed. As received, a complete lead with stylet inserted was returned in one piece. Visual inspection and x-ray examination did not find any anomalies. The stylet could not be removed due to blood inside the inner coil lumen. After the lead was soaked, the stylet could be removed with light traction. The cause of the reported event of blood on stylet was due to blood in the inner coil lumen which could have entered through the open lumen at the tip. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length measured within specification.